Event description:
The reporter stated that relative had back to back blood glucose tests done, within ten minutes, using separate fingersticks. The results were 378, 417, and 298 mg/dl. No symptoms were reported. A control test of 130 mg/dl was in range, even though the control solution was expired. The reporter's relative had down's syndrome. During troubleshooting, the reporter stated that they have been cleaning the meter test strip holder with alcohol. No harm was alleged.